Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5092 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient felt that their heart rate was going too fast at times. The rate response was turned off and the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.